Event description:
It was reported that this right ventricular (rv) lead was dislodged, and an attempt was made to reposition the lead, but there was too much tissue lodged in the helix. As a result, this rv lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the dislodgement was confirmed by fluoroscopy.